Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found multiple occurrences of power reset on the day of the complaint. Investigation found a couple of cracks on the threads of the battery compartment and the threads on the battery cap were stripped. The returned battery cap contact measurements were within specifications. The battery cap was unable to fully secure onto the pump and power loss was confirmed. Using a test battery cap, the pump powered up properly. A rewind/load/prime sequence and a 24 hour pump exercise were executed without incidents. Force sensor calibration reading was high and out of specifications. Pump casing was opened and no evidence of moisture intrusion or loose components was observed. The force senor was examined further and no anomalies were found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. Reportedly the battery cap no longer tightened properly. On closer examination, patient noticed that the threads on the battery compartment and the battery cap were both stripped. Patient reported there were occasional power loss and attempted to correct the power issue by taping down the cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.